Event description:
It was reported the pt was explanted two years ago due to the system could no longer be used after multiple unrelated back surgeries. The pt now has a morphine pump as well as a pacemaker in her.

Manufacturer narrative:
Correction number. 1627487-09042012-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.